Manufacturer narrative:
Concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 23-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had burning in their hands and chest due to unknown factors. A CT and x-ray was performed and the leads lead moved too lateral. The patient was brought back on sunday after the being implanted on tuesday because their lead had migrated for a lead revision. The lead was adjusted back to midline and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.